Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced smoke coming from the side of the homechoice during set up of peritoneal dialysis therapy. The technical service representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Visual inspection revealed that several components throughout device have heat damage and that the entire device is contaminated with smoke. The reported problem of smoke was verified by visual inspection. The direct cause of the reported problem was multiple overheated components in the device. The device will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.